Event description:
According to the audiologist, the patient has had poor performance and several electrode anomalies have been identified. The results of an integrity test 2009 showed the device was not working to specifications.explant and reimplantation are planned but had not been scheduled at the time of this report, march 31, 2009.